Manufacturer narrative:
The manufacturer previously reported a ventilator's circuit breaker tripped during use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The device was found to function as designed.

Event description:
The manufacturer received information alleging a ventilator's circuit breaker tripped during use. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.